Manufacturer narrative:
Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported xen®45 gts xen was implanted in the consulting rooms through the conjunctiva rather than an ab-interno approach by "some surgeons." Affected eye unknown. The device remains implanted.